Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis instructions for use (IFU), device- and/or procedure-related complications and adverse events include, but are not limited to stenosis and thrombosis. (B)(4).

Event description:
On an unknown date, the patient was implanted with a bare-metal stent to treat a peripheral artery disease of the left superficial femoral artery. Later, stenosis was revealed in the existing bare-metal stent. On (B)(6) 2018, a reintervention was performed to treat the in-stent stenosis whereby two gore® viabahn® endoprostheses (jhjr051002j/(B)(4) and jhjr050502j/(B)(4)) were implanted within the existing bare-metal stent. The patient tolerated the procedure. On (B)(6) 2018, it was revealed that the existing gore® viabahn® endoprostheses had been occluded. Thrombectomy and percutaneous old balloon angioplasty (poba) were performed to treat the endoprosthesis occlusion. Additionally, urokinase had been administered to the patient for a week post reintervention. On (B)(6) 2018, stenosis was revealed at the proximal edge of the existing gore® viabahn® endoprosthesis, and poba was additionally performed. Stenosis was resolved and the patient tolerated the procedure.